Event description:
It was reported that when using the bd pyxis medstation system, the auxiliary drawer 5 failed, which hindered users from retrieving medication for a patient. This incident resulted in a delay in dispensing medication to the patient; however, the nurse was able to get the medication from the pharmacy and there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer 5 had failed at the station. A field service engineer verified that the pharmacist indicated the pyxis had been recovered by a technician. After a proper reboot and power up, the medstation was fully operational. The system functioned as intended after the customer resolved the issue.